Event description:
It was reported the patient had driveline power fault b alarms. Log files were sent for review and recorded on (B)(6) 2026 starting at 16:31:19, driveline power fault b alarms. Motor function was not affected by this event. The system controller and modular cable were exchanged on (B)(6) 2026. The power fault alarm resolved after the exchange. Additional log files were sent for review and showed the driveline power fault did not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.